Manufacturer narrative:
Customer has been requested to return reagent and instrument to investigate the event. The root cause of the event is unknown.

Event description:
Customer reported false negative hcg result on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Based on the data collected, the customer report of false negative hcg performance from clinitest hcg lot 049326 when tested on status+ s/n (B)(4) was observed with the supplied patient urine; however, the occurrence of a negative test result could be expected from the atypical sample condition (presence of blood). The instrument data obtained indicates this issue may be sample related, as negative results were not observed using clear control solution. Siemens has published customer bulletin 2011-15 which states that visibly bloody urine samples may indicate a compromised sample. The quick start guide supplied with status+ instruments instructs customer not to test using urine the looks bloody or is not a normal color. Customer's instrument was replaced and they do not have any issues with replacement instrument.